Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device in comparison to unspecified reading on an adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "trembling, dizziness" but was able to self-treat with dextrose. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 190 mg/dl on the adc device compared to a glucose reading of 35 mg/dl obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.